Event description:
Pt was undergoing a laser vaporization of prostate. The physician requested and began to use a resectoscope with electrode lamp to reset the prostate lesion tissue. The sheath beak portion was noted to have broken off. Three pieces came out in the irrigation solution and when putting them together, it was noted that the piece was not complete. Large amounts of irrigation fluid was then used to irrigate and the physician stated "there was nothing inside". The procedure was completed.